Event description:
Related manufacturer reference number: 3006705815-2022-13564. It was reported the patient experienced ineffective therapy. Lead diagnostics indicated high impedances. Reprogramming did not resolve the issue. As a result, surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated high impedances were measured in contacts 9-16. As a result, surgical intervention occurred wherein the physician attempted to utilize a different port on the ipg as well as a new ipg to attach the lead with the impedances. However, the issue did not resolve. The physician then explanted and replaced the lead to address the issue. Intra-op testing of patient's lead in the 1-8 port was good. It is unknown which lead had high impedances. Therefore both leads are being reported.

Manufacturer narrative:
The event of high impedance was reported to abbott. Surgery has not been scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.